Event description:
According to the article, "reperfusion of pulmonary arteriovenous malformations after successful embolotherapy with vascular plugs", the following adverse event(s) occurred: a patient with multiple pavms developed spontaneous reperfusion of two pavms within 7 weeks of initially successful embolization with avps. Reperfused pavms were effectively occluded by coils deposited proximal to the vascular plugs. This event is reportable to the FDA since intervention was required to treat the reperfusion.